Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic needle was difficult to puncture during surgery. Details of the procedure and the impact on the patient were not provided. Additional information has been requested but is unavailable at the time of this report.